Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient underwent a permanent-trial where 4 leads (from the same lot) were implanted; two bilateral at l2, one at l3 and one at l4. The patient was scheduled to have an ipg implanted on (B)(6) 2017 and upon arrival at the healthcare facility patient reported experiencing new pain in her left leg as well as foot drop of the left foot. A CT with myelogram showed a possible migration of the l4 lead. Surgical intervention was undertaken and while attempting to remove the lead at l4, the physician inadvertently removed the l3 lead and one the l2 leads. The three leads were replaced and an ipg was implanted. Intraoperative as well as postoperative testing provided effective therapy. The patient indicated she was no longer experiencing the new pain or foot drop.